Event description:
It was reported that non-sustained post-paced t-wave oversensing (pptwos) was observed on a remote transmission by the device clinic. The patient was brought into the office for programming changes, and the changes were made. There were no adverse health consequences, the patient was stable.